Event description:
It was reported the patient has had nothing but mostly bad results from their device since implant on (B)(6) 2013. It was noted that it has provided some relief but ¿always loses its programming¿. It was reported the patient met with a manufacturer representative who was able to reprogram the device to where the stimulation impulses were smooth and soothing and not ¿spiking¿. It was reported the patient is now able to take less medication and is able to do things they haven¿t been able to do in a long time. (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).